Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. On (B)(6) 2025, the log file captured a no external power alarm while connected to the heartmate mobile power unit (mpu) due to a loss of ac power. The backup battery supported the system without issue during this event. The pump operated as intended and there were no other notable events captured on the reported event date. The provided information indicated the mpu ac power cord has a v-lock connector, it is unknown if the ac power cord can loose from the wall outlet or if there were environmental circumstances that could have affected ac power at the time of the event, the ac power cord did not come loose from the back of the unit, and the mpu was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose at the wall outlet. The ac power cord did not come loose from the back of the unit. It was unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Following review, it appeared that there was a no external power event recorded on 15sep2025 at 8:29:04 while connected to the mobile power unit (mpu). The emergency backup battery (ebb) was used to support the system during the event. Motor function was not affected by the event.